Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen area and insulin pump was providing irregular insulin doses. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. Device received with missing display window cover, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.